Event description:
The facility reported a device that had an overinfusion. The pump was set to infuse ifosfamide and mesna which were infusing at a rate of 15ml per hour in a d5 1/2 solution. The drugs were infusing on channels a and b, but it is unknown which drug was on which channel. The infusion ended 8 hours before it was due to end. There was no pt injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of over-infusion was not confirmed during product evaluation. Inspection of the pump revealed the reported condition could not be duplicated.